Manufacturer narrative:
The device was not returned to the manufacturer for evaluation as it remains implanted with no revision scheduled at this time. The device history records for all devices intended to be implanted were reviewed (1405-1012, 1405-1014, and 1405-4005) and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. Based on the available information, correction was lost and one plate and two screws were found broken upon reviewing radiographic images from a postoperative follow-up. The root cause cannot be determined due the devices not being returned for evaluation and review of radiographic evidence was also inconclusive as to the likely cause. Although a number of factors could have contributed to the breakage of the plate and screws, it is possible the loss of correction or patient non-compliance subjected excessive bending stresses which lead to their breakage. The instructions for use identify warnings related to postoperative care. The company will supplement the MDR as necessary and appropriate.

Event description:
After an initial bunion surgery on (B)(6) 2018, one plate and two screws were found broken upon review of radiographic images from the patients postoperative follow-up. The devices currently remain implanted with no revision scheduled at this time.